Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked display with the bottom half responsive and the top half unresponsive, which prevented the user from resuming insulin delivery after a pause. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement. Investigation included review of the reported event and coordination of device replacement logistics. The returned device was received. Investigation of this case revealed physical damage to the display consistent with impact, resulting in partial touchscreen non-responsiveness that impeded user interface functions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental dropping and not a manufacturing or design defect.